Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 442 mg/dl. Blood glucose level at the time of call was 158 mg/dl. Insulin pump was getting recurring insulin flow block alarm. Insulin exited after prime or fill cannula process. It was unknown whether customer use auto mode. Customer will continue the use of device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.